Event description:
The report indicated that during left ventricular outflow tract (lvot) cardiac ablation procedure, with a smart touch bidirectional sf catheter, the patient experienced complete heart block treated with placement of a temporary catheter. It was reported that during ablation in the posterior lvot, the patient went into complete heart block. The patient had a blocked heartbeat during ablation. The physician came off ablation and the patient remained in complete heart block. They came off pacing, the injury was confirmed when the patient only had a junctional escaped beat at 35 beats a minute. The procedure was aborted. The patient was monitored for about 30 minutes to see if the patient's heartbeat would come back. The temporary pacemaker wire was left overnight to see if patient's intrinsic heartbeat comes back. The last known patient status was stable. It was also reported that a probe not recognized error was displayed on the vivid iq ultrasound machine. The swift link transducer was replaced without resolution. The catheter was replaced using the original swift link transducer and the issue was resolved. The procedure continued. The probe not recognized error is not MDR reportable. The physician¿s opinion on the cause of this adverse event was the anatomical differences in location of conduction system in a patient with a persistent left superior vena cava svc. The intervention provided was temporary pacing wire overnight and a permanent pacemaker implanted the next day. The outcome of the adverse event was improved. The patient required extended hospitalization (overnight stay x2) for permanent pacemaker (ppm) implant.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: field d4. Catalog should be unk_smart touch bidirectional sf. Note: for field d4: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).